Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of device start up. There was no patient involvement. The root cause was determined to be a defective battery due to possible lack of maintenance. In consequence the battery was replaced. There was no reported patient or user harm (no patient involvement). The information about dsi in the pre-evaluation form is not confirmed.

Event description:
The ventilator showed a red screen & did not supply air.

Event description:
The ventilator showed a red screen & did not supply air.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). The report by hospital says: "the ventilator showed a red screen & did not supply air. The testing shows that a new battery needs to be replaced." After investigation, it was understood that the ventilator showed a red screen during the startup process and could not be used normally. The staff of the department urgently replaced the machine with another spare one without causing any damage to the patient. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event.